Manufacturer narrative:
H3,h6: the computer (B)(6), lot number: 007-2390295, was returned to the manufacturer for analysis. There were no failures found. The issue could not be duplicated. The computer booted normally to the home screen with a known good solid state drive. The touch screen functioned normally without failure. The error code 64 was not observed while navigating. The system was fully functional. Codes c19, d14 and previously reported code b01 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. F1908 was also added for the less than an hour delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was less than an hour delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217, a medtronic representative went to the site to test the equipment. The computer was replaced and the system then passed testing. Codes b01, c13 and d02 are applicable to this analysis. A0709 - error code showing while navigating a13 - error code 64 a1102 - unable to access the old registration pattern medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that error code 64 was shown while navigating. After rebooting, the site was unable to access the old registration pattern. System stated it could not be accessed with current patient tracker even though the tracker had not been changed. Reference exam was the same and it even held onto the surgeons plans.